Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient's stimulator was not working as it used to. It was noted that the right lead had several contacts that were not functioning. Db analysis (db) showed that impedance measurements revealed high values on port ab (16 contacts). The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2317-50 serial #: (B)(4) description: infinion cx 50cm lead.

Event description:
A report was received that the patient's stimulator was not working as it used to. It was noted that the right lead had several contacts that were not functioning. Db analysis (db) showed that impedance measurements revealed high values on port ab (16 contacts). The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure.

Event description:
A report was received that the patients stimulator was not working as it used to. It was noted that the right lead had several contacts that were not functioning. Db analysis (db) showed that impedance measurements revealed high values on port ab (16 contacts). The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the missing contacts from the returned leads were removed from the patients body.

Event description:
A report was received that the patients stimulator was not working as it used to. It was noted that the right lead had several contacts that were not functioning. Db analysis (db) showed that impedance measurements revealed high values on port ab (16 contacts). The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Sc-2317-50 (sn: (B)(4)). Device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik x anchor site fracture locations. The reported complaints of loss of stimulation and high impedances were caused by the fractured cables at the clik x anchor site. Additionally, visual inspection revealed that the top six electrodes are separated from the distal end. Electrodes 1-6 were not returned. It appears that tensile force was applied on the top four electrodes resulting in fractured cable welds and its separation from the distal end. The returned portion of the distal end was fractured, and several cables are exposed. This is a result of a typical explant procedure and is not considered a failure. Sc-2317-50 (sn:(B)(4)) device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik x anchor site fracture locations. The reported complaints of loss of stimulation and high impedances were caused by the fractured cables at the clik x anchor site. Additionally, visual inspection revealed that the top four electrodes are separated from the distal end. Electrodes 1-4 were not returned. It appears that tensile force was applied on the top four electrodes resulting in fractured cable welds and its separation from the distal end. The returned portion of the distal end was fractured in multiple sections and several cables are exposed. This is a result of a typical explant procedure and is not considered a failure.

Event description:
A report was received that the patients stimulator was not working as it used to. It was noted that the right lead had several contacts that were not functioning. Db analysis (db) showed that impedance measurements revealed high values on port ab (16 contacts). The patient will undergo a lead replacement procedure.